Manufacturer narrative:
The complaint device evaluation was completed on 8/12/2016. Based on the investigation findings the complaint is confirmed. The root cause is likely due to the device being exposed to a force that exceeded the maximum tensile specification. Reference mvi: (B)(4).

Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of an aneurysm, the coil did not advance within the microcatheter. Upon withdrawal, it was observed the coil prematurely detached within the microcatheter. No intervention was reported. The patient was reported to be fine. No harm or injury was incurred.